Manufacturer narrative:
Trackwise # (B)(4). Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period nov2019 through oct 2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information.

Manufacturer narrative:
Trackwise ID # (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (4.3mm) seal did not deploy correctly. A new hsk-3043 was opened to complete the case. No patient harm.